Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/11/2017 with the following findings: during investigation, the pump was returned with moisture behind the display lens. There was no moisture corrosion observed in the battery compartment. There was no damage found to the battery compartment. The battery cap was not returned with the pump. The black box showed evidence of unexplained pump reboots. A test battery cap fully attached tot eh pump and the pump powered on with no issues. A test battery cap was used to complete a 24 hour duration test. There were no pump reboots duplicated during this time. A leak test failed due to display lens leak. The pump cover was removed and there was evidence of internal moisture found. There was no damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.